Event description:
It was reported that following an endoscopic retrograde cholangiopancreatography (ercp) procedure, the guide wire tip appeared peeled. A jag precursor had been used in the procedure with a non-bsc scope and non-bsc cannula. At the end of the procedure, it was noticed that the coating on the tip of the guide wire appeared "peeled". It is unk if coating fragments are inside the patient. The physician expects any coating fragments that may be inside the patient will be "eliminated naturally by itself later on." The patient's current condition is unknown.